Event description:
It was reported that the user facility was unable to clean the black char off the monopolar curved scissors instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed there was a slightly darker discoloration on the blades at the instrument's tips. As instrument is used for cautery, this darkened coloration is related to charred buildup from cautery usage. Additional observations that was not reported by the customer were main tube cracks and removed pad printing from the tube extension. The distal end of main tube exhibits a couple of micro-cracks in the axial direction. Cracks were roughly 0.265 in length. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. Tube extension has various sections with pad printing removed. Some of the pad printing is stuck to the proximal clevis. Evidence not conclusive, but the pad printing damage on the tube extension may be due to improper cleaning. The cleaning and sterilization user manual specifically states: when scrubbing the tip of  cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a reportable event; however, the pad printing removal and main tube cracks found during failure analysis could cause or contribute to an adverse event, if to reoccur.